Manufacturer narrative:
An axios delivery system was returned for analysis. Upon receipt it was noted that the stent was not returned and the delivery hub was pulled back to the second position. The device had a kink at the distal end, however it operated as anticipated, with full movement on the catheter control hub and stent deployment hub. Markings were noted along the length of the outer sheath at 3.5" and 7" from the rotating luer nose. A small kink was also visible at the 7" mark. With the sheath in an ¿un-deployed¿ position there is a gap between distal tip and outer sheath approximately 3mm. In the deployed state(position 2) there is a slight curve of the inner shaft at the distal end. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an axios stent and delivery system was to be used from the stomach to the pancreas for a pancreatic fluid collection during a cyst gastronomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure the physician stated that the stent deployed prematurely into the cyst. The physician was able to retrieve the stent using a dilation balloon and rat tooth forceps. The procedure was completed with another axios stent and delivery system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be well.

Manufacturer narrative:
(B)(4) the device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an axios stent and delivery system was to be used from the stomach to the pancreas for a pancreatic fluid collection during a cyst gastronomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure the physician stated that the stent deployed prematurely into the cyst. The physician was able to retrieve the stent using a dilation balloon and rat tooth forceps. The procedure was completed with another axios stent and delivery system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be well.